Manufacturer narrative:
The device was not returned for evaluation and no lot number was provided. When the device is in use, the chemical reaction that takes place within the battery will generate a certain amount of heat. The electric motor contained within the pulsavac gun will also become warm during use. The pulsavac plus has been tested by underwriters laboratories and found to meet the ul 60601 standard. The cause of this complaint cannot be determined because the device was not returned.

Event description:
It is reported that the pulsavac plus battery became heated and made it difficult to hold it in the hand and the user stopped using the device. There was no harm or delay reported, and the procedure completed with an alternate device.